Event description:
Information received from the field notes that the patient was admitted to the hospital in full cardiac arrest. The patient had been defibrillated once in-route. The patient was stabilized at the hospital with ddd pacing support. Later, ventricular capture threshold could only be main- tained at 7.5 v, 1.6 ms and in the vvi mode. The atrial channel had also been at high output settings. Low lead impedance was reported.~~~~~